Manufacturer narrative:
The patient was readmitted (B)(6) 2021 for epistaxis in MFR# 2916596-2021-05605 manufacturer's investigation conclusion: a specific cause for the reported epistaxis as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10jun2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from recurrent episodes of epistaxis while at the rehabilitation facility on (B)(6) 2021. The first outpatient presentation was on (B)(6) 2021, where the patient was hospitalized and lab assessment was performed. No additional diagnostic testing was performed following cauterization. The patient had no other symptoms other than epistaxis. The patient was slightly below the international normalized ratio (inr) target range (1.9), thus no change in anticoagulatory or antithrombotic medication was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from recurrent epistaxis while at rehab. On (B)(6) 2021 a left-sided cauterization was performed and no further bleeding was notable.